Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, customer had to push the cartridge on with excess force in order for the cartridge to engage, and then complete the load process. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose level was 174 mg/dl.